Manufacturer narrative:
Product ID: 3889-28, lot# va1l314, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 3889-28, lot# va1l314, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that before the lead revision, they checked the leads and found it was shorted out and they had stimulation up high but still could not feel stimulation. They also reiterated that they never had therapeutic relief since implant.

Manufacturer narrative:
Method code applies to the ins while (B)(4) applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller repeated that the patient¿s device had shorted out and stopped working and a revision occurred, and the healthcare provider confirmed this. The caller also reported that the ins sometimes shocked the patient depending on their position and they never really got therapeutic relief. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1l314, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, lot# va1l314, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-oct-2021, UDI#: (B)(4); product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator. It was reported patient stated system worked for about a month and then the symptoms returned and never really worked. Patient was seen by hcp and decided to do lead revision. Patient denies falling or strenuous activity. Hcp performed impedences check in office and stated all electrodes were above 4000 ohms. Unknown of specific dates. Issue has resolved. Revision was done on (B)(6)2019. No further complications were reported or anticipated.